Manufacturer narrative:
UDI: (B)(4). Device evaluation: this actual device was returned for evaluation. During repair, it was determined that the trigger was sticky and blocked. It was further determined that the device failed pretest for check triggers for forward/reverse mode and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure, it was discovered that the trigger of the compact air drive device became blocked. There was no delay to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.